Event description:
The neptune machine started smoking immediately prior the start of the surgical procedure in the general operating room. The machine was removed from the operating room and sequestered. No harm to the patient or staff.